Event description:
Stomach pains, nausea, fatigue, periods not consistent, bad cramping, heavy bleeding, spotting in between periods, fibroids, cyst, loss of hair, teeth painful, sinus and throat infections, mood swings, depression, leg cramps, back aches, sharp pains in private areas, ankle swelling hand swelling, face swelling, feet cramps, hand numbness and feet numbness. (B)(4).